Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during implant, the right ventricular lead dislodged while placing the left ventricular lead. The right ventricular lead was repositioned and remains implanted. The left ventricular lead tried for a second attempt. While trying to slit the catheter, it stuck to the lead and the lead was pulled out of the vessel. A third attempt was made to place the left ventricular lead but it was unsuccessful. The lead was removed and not replaced. No patient complications were reported as a result of this event.